Event description:
The customer reported having a shock button failure.

Manufacturer narrative:
The customer reported having a shock button failure. The unit was evaluated at philips, and the symptom was verified. Replacing the therapy pca resolved the issue.